Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of use. It was reported that the flexvision pc was unable to boot. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the flexvision pc application software got crashed due to which host pc unable to communicate with flexvision. Fse reloaded flexvision pc software and completed configuration. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flex vision pc was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.